Event description:
As the nurse removed the infusion from the nursing unit refrigerator, the top seam of the IV bag ripped. She denies aggressively handling the bag. The infusion had to be discarded (parenteral nutrition solution - compounded once daily) and an inferior replacement compounded for the pt.